Manufacturer narrative:
Correction/removal reporting #s: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg became inoperable and unable to communicate with the charger/programmer after a motor vehicle accident. As a result, the ipg was explanted and replaced. The replacement ipg resolved the pt's issue.